Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were reproduced. The alarms were confirmed and evaluation found the cause to be cam, valve, and finger wear, due to the non-application of grease. The motor sub assembly was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.